Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electricity could not be applied and blood vessels could not be cauterized. A new device was used and the procedure was completed without any problems, with no impact on the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000337537, 3000347004, and 3000359540 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000337537 and 3000359540 . There were no ncmrs, rework, or deviations documented for the 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000347004. There was one (01) ncmrs , rework, or deviations documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.